Event description:
It was reported that prior to starting a da vinci si surgical procedure a wire protrusion was noted on a fenestrated bipolar forceps instrument. The instrument was not used in the case. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. One conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity testing was performed and failed. The yaw pulley showed no signs of arcing. 48 - an additional observation not reported was the instrument yaw pulley was broken on the opposite side of the broken conductor wire. A piece of yaw pulley was broken off measuring roughly 0.199 x 0.041. The broken piece wasn't returned with the instrument. Indentations at the edge of the distal pulley and visible scratches on the surface of the pulley were also found. Failure analysis concluded the indentations were likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken yaw pulley with a piece missing ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.